Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that no data logs were returned and no logs are available on constellation. A visual inspection of the pump revealed a kink in the cannula. The cause of the positioning issue was use related and related to re-crossing of the valve wirelessly. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, the pump was pulled back and triggered a suction alarm. Multiple attempts were made to reposition the pump, however, resistance was met and a bend was seen in the cannula. The impella was explanted and replaced with a new impella cp. The patient survived the procedure.